Event description:
It was reported that a novumiq lvp (large volume pump) had keypad issues. This occurred during testing prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the device failed the keypad tests. It was observed that when 9 was pressed, 0.9 appeared on the display and when 8 was pressed, 0 appeared on the display. The reported condition was verified. The cause was due to a shift in the metallic dome between keys in the keypad. To resolve this condition, the keypad required replacement. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.